Event description:
It was reported the tip of the ambient super multivac 50 ifs detached during a right shoulder arthroscopy. The physician was reportedly able to remove the larger of the two pieces immediately; however, another smaller piece went unretrieved. The physician was not able to visualize the unretrieved device fragment via the imaging screen nor an x-ray. The device fragment was not recovered. No further pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.